Event description:
Boston scientific received information in (B)(6) 2007 that this patient's latitude system detected a red alert (high shock impedance) which was detected on (B)(6) 2007. The physician was notified and the alert was reviewed on (B)(6) 2007. The patient was presented to the clinic for non-invasive assessment of the device/lead system. The physician was not able to reproduce the out-of-range measurement during shoulder manipulation and patient isometrics. Subsequently, the patient was presented to the ep lab for non-invasive dft testing. A successful dft was performed at 31 joules and 21 joules which was associated with normal shock impedance measurements (36-37 ohms). The patient will be monitored through latitude and was discharged from the hospital. The physician is planning to re-evaluate this patient's system if a high shock impedance warning occurs again. Subsequently, boston scientific received information that this device was electively explanted in (B)(6) 2011. The device was received at boston scientific's return products department.

Manufacturer narrative:
The device is currently undergoing laboratory testing.

Manufacturer narrative:
The device was successfully interrogated by boston scientific's post market quality assurance laboratory with a battery status indicator of elective replacement indicator (eri) at 2.51 volts. Engineering calculations determined that this device did meet expected longevity. Device memory confirmed that shocks were delivered on (B)(6) for 31 and 21 joules. The recorded shock impedance measurements were normal. Visual inspection showed no anomalies and seal ring marks that indicate proper lead insertion depth. All of the set screws operated normally. The device was put through and passed automated diagnostic testing commensurate with the returned battery voltage. It was concluded that the device performed normally throughout laboratory testing.